Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated and no reading was able to be taken from the device other than a "flat line". It was further reported that the device recorded pause episodes which indicated "flat line" and the device was "sticking out" and was half way out of the device pocket. The icm remains in use. No patient complications have been reported as a result of this event.